Manufacturer narrative:
A ge service representative performed an onsite investigation. The at communications pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of system will not turn on. The fse determined the cause of the problem to be the communications board. The fse replaced the communication board to resolve the issue. The fse verified system functionality. The communications board controls serial communication from the c-arm and workstation control panel pcb, and option prom. It also supplies the hex display drive to the aux interface pcb for status and error conditions. A failure of this board would cause this issue. Based on age of the system, manufactured before 1994, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This is not a malfunction.